Event description:
The complaint is reported as: the double swivel connector breaks off from the double lumen tubes. It was reported the connector was replaced and the patient's status was "fine". No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). Additional manufacturer narrative. The investigation was amended as follows: the customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. Two sets of a swivel assembly were returned (each assembly includes both swivel valve connectors and the y connector). The tube was not returned. The returned connectors were visually examined with and without magnification. Visual examination revealed that one of the returned assemblies had both its bronchial and tracheal swivel valves broken on the 15mm connector side. The swivel valve is a component purchased from a supplier. A non-conformance was opened to further investigate this issue.

Event description:
The complaint is reported as: the double swivel connector breaks off from the double lumen tubes. It was reported the connector was replaced and the patient's status was "fine". No patient harm reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. Two sets of a swivel assembly were returned (each assembly includes both swivel valve connectors and the y connector). The tube was not returned. The returned connectors were visually examined with and without magnification. Visual examination revealed that one of the returned assemblies had both its bronchial and tracheal swivel valves broken. The swivel valve is a component purchased from a supplier. A non-conformance and scar were opened to further investigate this issue. Corrective actions were implemented in july 2019 to prevent this issue from recurring. This sample was manufactured prior to the corrective actions being implemented. Corrected data: section b.5. Description of event corrected to "the double swivel connector breaks off from the double lumen tubes."

Event description:
The complaint is reported as: the double swivel connector breaks off from the double lumen tubes. It was reported the connector was replaced and the patient's status was "fine". No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). Additional information was provided regarding the investigation: a non-conformance was previously opened to further investigate this issue. Corrective actions were implemented under the non-conformance on 08jan2022 to prevent this issue from recurring. This sample was manufactured prior to the corrective actions.

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: the y connector breaks off from the double lumen tubes. It was reported the connector was replaced and the patient's status was "fine". No patient harm reported.